Event description:
Staff alleged that the foot caster will not hold when the brake is set. No injury reported.

Manufacturer narrative:
Bed is locate din bed shop. Issue: the foot caster will not hold when the brake is set. Check caster or brake linkage. The account has not returned (B)(4) attempts to determine the resolution of the alleged malfunction.